Manufacturer narrative:
Product analysis: visual and optical examination of the implant identified that one of the extension tabs has been broken off. The screw can no longer be used correctly. The break-off portion of the threads are undamaged. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lumbar canal stenosis underwent percutaneous pedicle screw fixation at l3/5 after oblique lumbar interbody fusion. Intra-op, during tightening the rod, the extender rose when placing the set screw. The reason was that the tab on one side of the extender was broken. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.